Event description:
Customer reported an overload fault error message which resulted in a loss of system functionality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank was replaced. The system was then found to be operating as intended.